Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the first device closed in the articulation mode and would not open and would not fire. The jaws became stuck on tissue and had to be pried open manually. It is unknown whether there was tissue damage. Another device was closed on the tissue and did not fire. The device made a loud crunch; it would not open and was stuck on tissue. The surgeon was able to open the jaws manually. A different device was used to transect on the same tissue and it completely cut but only partially stapled. Sutures were used to complete the procedure. The patient is still in the hospital. (B)(6).